Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent a revision procedure due to high pacing threshold and suspected lead dislodgement. The lead was capped and replaced. The patient is in stable condition with no adverse consequences.